Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Transmission revealed 5 episodes of non-sustained right ventricular oversensing. Low level, high frequency noise was observed that inhibited pacing. Myopotential oversensing was suspected. Patient presented to the clinic and suggested programming changes were performed. Patient will continue to be followed via merlin for any additional oversensing